Event description:
It was reported to boston scientific corporation that a radial jaw 4 jumbo capacity biopsy forceps device was used during a colonoscopy procedure. According to the complainant, a pullwire was found to be broken prior to advancing the device through the scope. No biopsies were retrieved with this device. The procedure was completed with another radial jaw 4 jumbo capacity biopsy forceps device. There were no patient complications reported as a result of this event

Manufacturer narrative:
A visual examination found that the device presents with the needle tail bent and protruding out of the clevis. No abnormalities were noted with the device riveting and welding which were within specification. Functionally, the device opened and closed within specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Based on the evaluation, the pull wire was not broken, but the needle tail was bent and appeared as if a wire was broken. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 jumbo capacity biopsy forceps device was used during a colonoscopy procedure. According to the complainant, a pullwire was found to be broken prior to advancing the device through the scope. No biopsies were retrieved with this device. The procedure was completed with another radial jaw 4 jumbo capacity biopsy forceps device. There were no patient complications reported as a result of this event